Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-3138-25 serial #: (B)(4), description: scs phiii ext 25cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's extensions had high impedances. The patient underwent revision procedure wherein extensions were replaced. The patient had good coverage post operatively.